Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a trend arrow issue. No product or data was provided for investigation. Confirmation of the problem and root cause could not be determined.